Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. The pump had high idle current due to corrosion on the electronics. The pump was received with a missing display window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, a missing reservoir tube o-ring, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump was cracked where the infusion set goes in. The customer also reported that the buttons were hard to press and that the batteries only lasted two days. The customer did not recall a blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.